Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that they were unable to unload medications on version 1.8. The technical service engineer logged into the station, resynced the station to server to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not able to unload medications. There were no adverse events or injuries reported based on this event.